Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose and pump is not working. The customer stated the insulin pump continues alarming no delivery during bolus. Customer is trying to do a bolus and it is not working. Customer was not selecting deliver on the pump. Customer changed infusion set and still not working. The customer's blood glucose went up to 648mg/dl, treated with manual injection. Customer declined high blood glucose troubleshooting, due to blood glucose being 69mg/dl now.